Event description:
Reportedly, the cartridge was filled with 240 units of insulin, and remained static at 170 units.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 170 units of insulin. While troubleshooting with tandem technical support, the customer reloaded the cartridge successfully and received an accurate fill estimate. There was no reported impact to the customer's blood glucose (bg) level due to not testing.